Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high comparisons performed on the patient's onetouch ultramini meter compared to his feelings and another meter. The complaint was classified based on the original customer care advocate (cca) documentation and additional information obtained when a medical surveillance specialist contacted the patient with follow-up questions. The reporter alleged that the meter started reading inaccurately at 4:00 pm on (B)(6) 2015, when the patient obtained alleged inaccurately high blood glucose results of "181, 198, 195, 174 and 172 mg/dl" on the subject meter compared to "124 mg/dl" on a liberty meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The reporter also claimed that the results were inaccurately high compared to the patient's feelings/normal results. The patient manages his diabetes with oral medication, diet and or exercise. The reporter indicated that based on the results he had obtained, the patient consumed "less food/drink" on the morning of (B)(6) 2015. She alleged that also on the morning of (B)(6) 2015, the patient developed symptoms of "shaky hands [and] frequent urination". During the follow-up call, the patient was unable to say whether he associated these symptoms with a high or low blood glucose excursion. He denied receiving any treatment or intervention for his symptoms but indicated that he "went to bed for about an hour" and "felt better" afterwards. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, the patient had used an approved sample site and his testing steps were correct .the cca also noted that the issue was resolved with education. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #3 the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, product analysis performed testing on retain test strips. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.